Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver. The pump was returned to the biomedical engineering department with an unsigned note that stated, "pca will not deliver dose when medication programmed." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device "audibly alarmed and displayed 505 and after about one minute, display changed to 6l." There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.